Event description:
It was reported that the patient had a syncopal event while lying in bed at home. The patient was hospitalized and had multiple pauses during the hospital stay as well. An electrogram showed ventricular non-capture on several occasions and non-capture while the patient was in the hospital. The issue was unable to be reproduced with manipulation, positioning, isometrics or deep breathing. Since the source of the non-capture was unknown and the patient was pacemaker dependent, the physician decided explant and replace the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. (B)(4).